Event description:
It was reported that bd self-identified a vulnerability on bd pyxis¿ medstation¿ es through security scanning. Apple bonjour before 2011 is affected by cve-2011-0220. Public vulnerability source (nvd) describes this issue as a condition where a crafted multicast dns packet can cause a crash, resulting in an availability impact. Nvd lists this vulnerability with cvss v3.1 base score 5.5 (medium) and vector cvss:3.1/av:l/ac:l/pr:l/ui:n/s:u/c:n/I:n/a:h. There was no patient involvement, no harm, and no delay in dispensing.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.